Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device battery was unable to carry a load or perform to specifications due to a loose weld connection between the cathode collector and terminal pin. A failure at the spot weld connecting the terminal pin and cathode collector occurred and caused the functionality of the cell and device to deteriorate.